Event description:
The customer reported the evis exera iii video system center is unable to display image when connecting the camera head. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power off the unit, remove the digital light source cable, clean with canned air, reconnect, and power on the unit. A follow up was made the customer confirmed that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image displayed could not be identified. However, it¿s possible the cause if related to some failure of the cv-190 but the underlying cause was unable to be identified. Olympus will continue to monitor field performance for this device.